Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this even thas not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow-up report will be submitted.

Event description:
It was reported that several devices were changing screens and language settings without being touched. The units were stuck in trend view without being able to come out of that view, and the devices took an excessively long time picking up during high risk deliveries. As a result, oxygen was administered.